Manufacturer narrative:
Date of event: unknown. Unknown manufacturer : there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date : unknown. Initial reporter phone# : (B)(6). Initial reporter zip code : (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Event description:
It was reported that 1 unspecified bd¿ syringe had foreign matter in the fluid path. The following information was provided by the initial reporter : the syringe I use from bd has some dark spots when I press down to introduce the insulin which I find strange as they should be discolored. Subsequent translation of the originally reported event description in the native language : ¿discolored¿ should have read "colorless".

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed. H3 other text : see h.10.

Event description:
It was reported that 1 unspecified bd¿ syringe had foreign matter in the fluid path. The following information was provided by the initial reporter : the syringe I use from bd has some dark spots when I press down to introduce the insulin which I find strange as they should be discolored. Subsequent translation of the originally reported event description in the native language : ¿discolored¿ should have read "colorless".